Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 37 unopened racepacks. This is the second complaint on this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this type of incident in the future.

Event description:
Country of complaint: (B)(6). Needle detached from thread during surgery.